Manufacturer narrative:
There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Baxter reported. 'There was excess povidone iodine in the sponge of the minicaps." There was no pt injury or medical intervention associated with this according to baxter.